Event description:
It was reported that the patient experienced shortness of breath, fatigue and complications with the leads. The patient further reported feeling a burning sensation in the chest and shortness of breath when near a microwave and when walking through security systems. It was further reported there was loss of capture for six months. The device and leads remain in use. No additional information was available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.